Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a patient was connected to a carescape r860 when an alarm sounded from a ventilation monitor and it was noted that the patient had desaturated. Reportedly, the ventilator compressor was not working. The ventilator was replaced, and patient oxygen level was restored. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Despite multiple efforts, the customer declined to provide a response to the ge healthcare questionnaire or device logs. It is unknown what alarm the nurse observed on the device or why the hospital alleged that the compressor was the source of the issue. The root cause could not be determined based on the information provided. H3 other text : despite multiple efforts, the customer declined to provide a response to the ge healthcare questionnaire or device logs. It is unknown what alarm the nurse observed on the device or why the hospital alleged that the compressor was the source of the issue. The root cause could not be determined based on the information provided.